Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: cause could be indented. Additional info was requested on 12/09/2010, 12/15/2010, and 12/17/2010 by phone, fax, and mail. Two questionnaires were sent to request additional info. The first questionnaire was received on (B)(4) 2010. The second questionnaire has not been received. (B)(4).

Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, he noted two moderate size granular deposits on the internal iol surface peripherally, but "nothing near visual axis." He reported that he attempted to remove the deposits, but was unsuccessful and decided to rotate the iol during the same procedure, so the deposits were hidden peripherally under the upper lid, away from the visual axis. He also stated that the deposit was "not debris pulled into the eye". The surgeon reported that the pt was doing "ok" with some corneal edema due to manipulation to try to remove the deposits. In a follow-up, the surgeon further clarified that the deposits appear to be intrinsic on the iol. Additional info has been requested.